Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, ketone levels identified as life threatening by their health care provider. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer was taken via ambulance to the hospital, and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 525 mg/dl. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 6/2/24 with no permanent damage. Tandem technical support walked customer through a pump system check and confirmed pump is functioning as intended.